Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that embolization occurred during the procedure. A jetstream® atherectomy catheter was selected for use in an atherectomy procedure. Some embolization occurred during the procedure. Two weeks later the patient's foot had to get amputated.